Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification but was found kinked. It could not be conclusively determined if the cannula was improperly inserted at the infusion site. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, despite the observed kink within the exposed portion of the soft cannula. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. The investigation also observed an exposed needle that did not fully retract. The source of this was due to a misalignment between the linkage assembly and the top housing. Before the pod was opened, the formed needle was visible through the bottom housing opening, and the linkage assembly appeared to not be full retracted. After the pod was opened, the linkage assembly fully retracted, and slight score marks were observed on the top housing.

Manufacturer narrative:
The product was not returned for evaluation. It was reported the cannula was not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning:  check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44: warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 22 mmol/l (396 mg/dl). The patient removed the pod and reported the cannula was bent and appeared as though it never inserted into the skin. The patient treated the hyperglycemia with an insulin pen. The pod was worn between 4 and 24 hours on the abdomen.